Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of dilaudid at 1.496 mg/day via an implantable pump for malignant pain. It was reported the patient was coming in on the day of the call (B)(6) 2019, because they were experiencing tremors, they felt like they were not getting enough sleep, itching, night sweats, and the patient just felt like the pump was not working. The hcp reported the patient mentioned they felt there may be an overmedication effect. The hcp had given the patient withdrawal medication however that did not help with the symptoms. The hcp reported this all started happening right after the 4th of july. The patient had not had any trauma/injuries or exposure to high elevations/temperatures. The hcp checked reservoir volume and the expected volume was 6.3 ml however they were only able to pull back about 0.2 ml. It was indicated there had not been any past volume discrepancies. The patient was refilled every four months. There had not been any issues with the patient¿s pump. The hcp confirmed the pump logs did not show any anomalies. The hcp stated they would potentially fill the pump with saline and bring the patient back sooner to check the volume. The event date was provided (B)(6) 2019. No further complications were reported or anticipated.